Manufacturer narrative:
Pharmacovigilance comment: the suspect product was reported as an unspecified hyaluronic acid filler; however, we cannot exclude that one of the (B)(4) hyaluronic acid filler products had been used. The serious events of vascular occlusion and hypertrophic scar were considered expected and possibly related to the treatment. The seriousness criteria included the need for medical intervention of the vascular occlusion to prevent permanent damage and potential permanent damage due to the scarring. The non-serious event of discolouration at the implant site was considered expected and possibly related to the treatment. Potential contributory factors include possible intravascular injection which led to vascular embolization resulting in vascular occlusion. The case did not meet the seriousness criteria for expedited reporting to the regulatory authorities in (B)(6). CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005 - attachment: [ouyang lit. Article.pdf]

Event description:
Case reference number (B)(4) is a literature report received on 04-jun-2019. Tan et al. Treatment of skin soft tissue embolism after hyaluronic acid injection for rhinoplasty in asian patients. J cosmet dermatol. 2019; 18:747-754. A female patient of aged between 19 to 40 year old received treatment with unspecified ha filler in the nasal dorsum and nasal tip. On an unknown date, within less than three days after treatment, the patient developed moderate embolization/vascular occlusion, hypertrophic superficial scar and uneven skin color at the injection site. Corrective treatment included ultra pulse fractional co2 laser (model: deep fx, energy: 30[?]50 mj, frequency: 300 hz, density 5%, scan shape and spot size were decided by shape and area of the scar). After one month of first and second deep fx, the events were successfully treated.